Event description:
In 2005, a cataract surgery was performed, including lense replacement, on the unaffected eye. That eye remains healthy. In 2006, the left eye became red, watery, and light sensitive. First diagnosed as minor irritation, next herpes keratitis, and then referred to doris stein eye institute approx one and half months later, where a diagnosis of acanthamoeba keratitis was made following examination using a confocal microscope. Treatment began immediately under the supervision of four drs at the cornea division. Approx two months later, an emergency cornea transplant was performed due to a rupture of the cornea. The lense was compromised and removed during the surgery and has not been replaced. Approx one and half months later, an additional tissue transplant replaced a portion of the "white" of the eye. Continued treatment for eradication of the acanthamoeba, and probably the loss of stem cells, hindered the healing of the transplanted cornea which continues to develope thin areas or holes. Two patches of amniotic tissue have been performed in attempts to heal and cover the surface of the eye. Approx two months later, complete loss of light sensitivity was lost in the affected eye. Multiple tests were performed to determine whether or not the acanthamoeba had moved further into the eye damaging additional tissue and organs, and also to investigate other potential reasons for the blindness. The current diagnosis is that there was a hemorrhage behind the retina involving a portion of the optic nerve. The blindness in the affected eye is expected to be permanent. The physician continues to monitor the eye and is continuing the application of steroid and antibiotic drops. Acanthamoeba treatment was discontinued approx seven and half months earlier. Dates of use:1999 - 2006. Diagnosis or reason for use: contact lenses. Event abated after use stopped no.